Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl. Reportedly, the customer's continuous glucose monitor was not available to a non-tandem sensor issue, and customer was unaware of bg levels. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.